Event description:
Out of 85 run, 2 that tested positive, retested, and came back negative.

Manufacturer narrative:
Test data review: analysis of field data for lot cc-10148-a performed in (B)(6) 2022 showed that the mean test-line value of the field negatives matched the mean value of in-house buffer negatives to within specifications. Product is performing as expected.